Event description:
The excluder bifurcated endoprosthesis trunk ipsilateral device was positioned and deployed. While attempting to gain access to the contralateral leg hole of the trunk ipsilateral device, the physician pushed the trunk ipsilateral proximal 2cm and inadvertently covered the left renal artery. An attempt was made to pull the device down, the left renal artery remains covered. However, a small accessory renal appeared to be feeding the lower left kidney. The pt's creatine level remained normal. No additional intervention was done. Pt is doing well.